Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot/serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead, ubd: 03-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient presented for ins replacement. The patient stated they had not been getting relief for some time, but was unable to indicate how long. It was noted that reprogramming was done, however the patient did not recall the dates. The battery was depleted so an impedance check for current programs was not able to be run. It was reported that the physician felt that the battery depleted prematurely. Upon opening the pocket and disconnected the lead from the battery, each electrode was tested with the test stim cable. The rep reported they did not get responses on electrodes 0, 1, and 2. Electrode 3, however, gave a bellows response at 3v. When connected to the new ins, the impedance check was normal. An x-ray showed that the lead was curved in a caudo-cephalad orientation. The lead was removed in its entirety and a new lead was implanted on the opposite (left) side. It was noted that motor responses were observed at 2v on all four electrodes, the new lead was connected to the new battery. It was noted that the issue was resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) clarifying that the lead orientation, per the physician dictation and rep record of which electrodes were active during initial placement, was the way it was placed initially. The rep reported that the cause of the lead orientation was due to hcp decision based on it being the most optimal lead placement they were able to obtain at the time. No further complications were reported.

Manufacturer narrative:
Product analysis: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis observed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device received, analysis not yet complete. If information is provided in the future, a supplemental report will be issued.